Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would work and then just stop working. Another hemopro2 extension cable was replaced and the device worked w/o any issues. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. The adapter cable was not returned. The returned extension cable was tested with a reference hemopro 2, power supply and adapter cable. The extension cable passed the pre-cautery test; the reference device produced steam and heat during several activations and shut off when the toggle was released. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).